Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported experiencing issues that appear to be related to their ins. Pt stated that about three years ago, they began experiencing "dizzy spells" along with a pins-and-needles, prickly sensation. They were hospitalized several times and underwent thorough examinations, but no issues were found. Pt mentioned that one day they were adjusting their device because of something affecting their legs. Pt then noticed a correlation between these "spells" and their ins. Pt mentioned that they started getting the real "nasty prickly feeling". Pt has been adjusting the settings and switching groups, but these issues have continued to occur consistently. Pt mentioned experiencing several falls and expressed concern that they might have "messed up" the leads. They were unsure but felt that something was wrong. Pt stated that they started to notice the issue probably in the last three months and prior to that they thought there might be another underlying issue affecting them. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned that they've had it reprogrammed, but their healthcare provider told them they could not provide further assistance.

Manufacturer narrative:
H6: upon further review, added correct fdd a090407. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they believe that the scar tissue around the leads or something is causing their unit to overstimulate in a bad way. Patient stated that they are getting stimulation from the top of their head down and they are only supposed to be getting stimulation in their legs. Patient noted that the device does help their legs and they don't want to get rid of the device but they can't use the device right now because this keeps happening. Patient mentioned that they kept going to the doctor and they thought it was maybe something else so they were doing tests on everything else but the leads hadn't been checked yet. The issue began 2 years ago. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 serial# (B)(6) implanted: (B)(6) 2007 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.